Manufacturer narrative:
This complaint is confirmed by the review of the software data logs. The field service rep (fsr) calibrated the gases and ran the unit for approx 45 minutes with no obvious variation. As a precaution, the fsr replaced the oxygen sensor cartridge, recalibrated and ran the unit for approx 30 add'l minutes. The unit's gases performed to specs. The fsr was able to duplicate. A review of the software logs confirmed the variable gases. The technical support dept contributed to possible obstruction. The unit operated to mfrs specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the fractionated oxygen (fio2) was going from 75 to 100 without the user controlling unit. The perfusionist stated that the problem happened repeatedly (every four to five minutes) throughout the case. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.